Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was determined that the loss of connection was related to the mobile application. A review of the share logs was performed and a loss of connection was found within the investigation window.